Manufacturer narrative:
Date sent to the FDA: 04/06/2020. Additional information was requested, and the following was obtained: any medical treatment provided? No medicine was taken by the patient, only a subcutaneous suture was used. Was any quality deficiency/non-conformance noted with the suture before use, during use,during post-op examination or during re-operation if performed? Unk. Was any surgical intervention performed specially re-suturing? No. Was dehiscence noted? Yes, disunity of the scar. Tissue on which used? Subcutaneous tissue. Name of procedure: procedure of a halux. Initial procedure date? (B)(6) 2019. Lot number: unk.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Any medical treatment provided? If yes, please provide medicine name, strength and dose was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Was any surgical intervention performed specially re-suturing? Explain. Was dehiscence noted? Tissue on which used? Name of procedure initial procedure date? Lot number? What is the patient¿s current health status and condition?

Event description:
It was reported that the patient underwent an orthopedic procedure in 2019 and suture was used. The subcutaneous suture had not resorbed in its entirety causing a delay for the scarring. There were no adverse patient consequences reported. Additional information has been requested.